Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6) (B)(4). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was successfully implanted in a patient. The patient was placed under monitored anesthesia care for procedure. On (B)(6) 2025, the patient began experiencing symptoms of vision loss, right sided weakness, coordination issues, memory issues, word searching issues. The patient had not reported any symptoms prior to discharge from procedure or during a 1 week follow up. On (B)(6) 2025, a computed tomography scan was performed and revealed no acute stroke signs. A magnetic resonance imaging scan showed no evidence of acute cerebral infarction, acute intracranial hemorrhage, mass, or mass effect. However, there were signs of severe cortical atrophy. There was no intervention performed or planned and no initial or prolonged hospitalization due to this event. There patient did not suffer a transient ischemic attack but is believed to have suffered a stroke. The exact timing of stroke is uncertain. The severe cortical atrophy is believed to be related to chronic disease. The patient's symptoms lasted several months. The patient did not experience a permanent injury or disability. There is no allegation of malfunction against the abbott device or procedure. The patient was stable at the time of report.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of vision loss, right-sided weakness, coordination and memory issues, and word searching issue following successful implantation of a 27 mm navitor vision valve was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported incidents could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was successfully implanted in a patient. The patient was placed under monitored anesthesia care for procedure. On (B)(6) 2025, the patient began experiencing symptoms of vision loss, right sided weakness, coordination issues, memory issues, word searching issues. The patient had not reported any symptoms prior to discharge from procedure or during a 1 week follow up. On(B)(6) 2025, a computed tomography scan was performed and revealed no acute stroke signs. A magnetic resonance imaging scan showed no evidence of acute cerebral infarction, acute intracranial hemorrhage, mass, or mass effect. However, there were signs of severe cortical atrophy. There was no intervention performed or planned and no initial or prolonged hospitalization due to this event. There patient did not suffer a transient ischemic attack but is believed to have suffered a stroke. The exact timing of stroke is uncertain. The severe cortical atrophy is believed to be related to chronic disease. The patient's symptoms lasted several months. The patient did not experience a permanent injury or disability. There is no allegation of malfunction against the abbott device or procedure. The patient was stable at the time of report.